Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned; therefore, an evaluation could be reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a colleague compatible administration set leaked. This occurred while priming the device. There was no patient involvement. No additional information is available.